Manufacturer narrative:
(B)(4): eval summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 5. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that prior to an unk case, the hand piece would not go through the self-test successfully. Continued on with a back up hand piece to complete the case. No pt consequence.